Event description:
The homecare provider's (hcp) insurance co reported the following: (1) the spouse of a pt received liquid oxygen burns to their hands and feet while attempting to pull the reservoir from the kitchen as it was leaking. (2) the spouse's lawyer is having the unit tested by an independent agent. (3) after the unit is returned to the hcp, it will be forwarded to co for eval.